Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door rotor rail and dingus were out of alignment. The rotor was aligned and the dingus was reset. The door switch was checked and the door cycle was verified. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the door will not close. The pendant stated that the door is open. There was no patient present when this issue was identified.